Event description:
User facility reported that during a bladder biopsy "metal pieces from the end of scope" were discovered in the pt's bladder. It was determined by x-ray that all pieces were retrieved. Pt is ok.